Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Caller advised knee walker is broken at a weld where the push handle folds down; out of box.

Manufacturer narrative:
The device was evaluated by the returns department which found that the product was damaged in the box.

Event description:
Caller advised knee walker is broken at a weld where the push handle folds down; out of box.